Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check,it was observed that there was a standard placement of implant with vertical sinus lift and the bone draft was placed.